Event description:
Further information received regarding this event 9/18/2018. Details: on (B)(6) 2017, end-user was using the walker to ambulate, when the right front leg apparently broke through-and-through, just below the second of two bolts fastening the leg to the lower lateral crosshair, causing end-user to fall to the floor. The user received lacerations and/or bruising to his face, left knee, and left foot. The end-user's primary care physician ordered x-ray films of the lumbar and thoracio-spine, performed on (B)(6) 2017, with an indication of "fall, thoracic pain," that showed "age-indeterminate" compression fractures of the superior endplates of the l2 and l3 vertebrae.

Event description:
A claims management letter was sent to compass health brands indicating that a consumer incurred bodily injury and/or property damage due to failure of a walker. No additional information is known.